Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-09020 it was reported that the patient presented for a generator change out procedure. Prior to procedure, it was noted that the right ventricular (rv) lead exhibited high capture threshold and intermittent capture and the left ventricular (lv) lead exhibited high capture threshold. The fluoroscopy and venogram revealed that both the rv and lv leads were pulled back. Programming changes were made to prevent inappropriate therapy. The procedure was abandoned and would be rescheduled at the earliest convenience for whole system extraction. The patient was in stable condition.